Event description:
A reprocessed ace harmonic scalpel tip broke off prior to entering patient. The physician was testing the device as per his routine prior to entering the patient. He observed that the device was not functioning properly, when he called staff over to show the device, a tip broke off.